Event description:
It was reported that a patient¿s device was implanted on (B)(6) 2013 and the patient was experiencing pain in between the lead incision site and the implantable neurostimulator (ins) site when stimulation was increased to a level where she could feel a stimulation sensation. It was noted that the patient thought pain was coming from the ins area and it felt like a dull ache in the lower back. The reporter stated that therapy had not been effective consistently since implant and the patient had a return of symptoms a couple of days prior to the report. Symptoms included acute pain. It was reported that it was hard for the patient to remember when pain started because she was feeling pain from the incision after implant. It was noted that stimulation was at 3.5 volts on program 1. When stimulation was decreased the pain subsided. It was reported that the patient decreased stimulation to a comfortable level but was no longer feeling stimulation sensation. The reporter stated that the patient was not sure if a lead wire came loose or what the cause of the pain was. It was reported that the patient had not had any falls or traumas. It was noted that the patient¿s next appointment with her healthcare provider was (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0ammq, implanted: (B)(6) 2013, product type: lead. (B)(4).